Event description:
There was an allegation of questionable hdlc3 hdl-cholesterol plus 3rd generation and crej2 creatinine jaffé gen.2 results for 2 patients on a cobas 8000 c702 module. For sample ID (B)(6), the initial hdlc3 result was 126 mg/dl. The sample was repeated on another c702 analyzer and the result was 35 mg/dl. For sample ID (B)(6), the initial crej2 result was 5.07 mg/dl. The sample was repeated on another c702 analyzer and the result was 0.77 mg/dl. No questionable results were reported outside of the laboratory. The reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the cell rinse tubing was leaking and replaced it. The investigation determined that a reagent problem could be excluded. The service maintenance actions performed by the fse resolved the issue.